Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist sleeve and the main body of a minicap transfer set which resulted in a leak at the female connector when the cap was removed. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient injury, however the patient was given prophylactic antibiotic as precautionary measure. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted broken occluder legs beneath the twist clamp. Clear passage testing was performed with no issues noted. Leak testing was performed with the returned minicap and no leak was observed. Clamp function testing was performed and a leak through a closed twist clamp was observed. The reported leak at the female connector was not verified. The broken occluder feet is the cause of the leak, fluid flow through the set. The cause of the broken occluder feet could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.